Event description:
Caller reported experiencing multiple occlusion alarms over the past month. There was no adverse impact to the customer's blood glucose level. Customer resolved issues by changing the infusion set and cartridge and resumed insulin delivery, continuing to use the pump.